Event description:
It was reported that: julian stopped ippv mode without alarm. A third party co2 monitor alarmed. Ventilation parameters (pmax / vt / f/ I:e / peep) were greyed out. Alarm message like "o2 supply low" alarm was seen. Manual ventilation was attempted, but the bag was stiff so could not be squeezed. After a while manual bagging became possible, thus operation was continued.

Manufacturer narrative:
After the reported event a device check was performed on site and a test run was done for one week. No device failure was identified. Info provided by the customer is contradictory. Finally it could not be concluded what happened during the procedure. The evaluation of the device error log revealed, that the oxygen cell (wear & tear part) was exhausted and that there existed a problem with air main supply. Both issues are associated with an audible and visible alarm. The alarms were checked and found to be fully functional. No pt injury reported. No further conclusion could be drawn.